Manufacturer narrative:
The service repair technician repaired the loose mechanism and replaced missing parts. The unit was tested to manufacturer's specifications and returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician reported that during routine testing of the device at the service center, the slide mechanism that secures the batter and centrifugal control module together was loose and parts were missing. There was no pt involvement.